Manufacturer narrative:
It was reported that the strap's connector clip was damaged. The patient pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the device was not returned and no supporting evidence was provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed, but not limited, to inadequate stitching and/ or to wear due to the handling of the pack. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the site was working with the patient on batteries and patient pack when it was noticed that one of the connectors was broken on the strap. The patient pack was replaced with no reported consequence or impact to the patient. No further information has been provided.